Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The investigation of the complained package shows that there is indeed article 408.295vs/ 2758392 inside. As the package was already open, we cannot clearly state whether the screw was in this particular package packed originally or were mixed later on. We have reviewed all steps during the manufacturing process very seriously. Review shows that those two articles were manufactured at different times. There is two months between. Therefore we can exclude that the mixing up could have occurred during the manufacturing process. We are not able to determine the exact reason which caused this problem. The most possible reason for us is mixing during packaging open procedure in the hospital.

Event description:
Wrong part inside the package. The measurement results was 80mm, 6.5ccs 80mm was unpacked and inserted. However, the size of the screw was bigger and longer, so it was checked to make sure. Then the contents were 95mm of 6.5ccs. There is a difference between the outer case and the inner case in the article number and the lot number of the product, part inside 408.295v-lot number 2758392. This is 1 of 1 report for event # (B)(4).